Event description:
During the routine follow-up of the device involved in this report, a warning message ("warning: invalid calibration constants") was displayed.

Manufacturer narrative:
January 07, 2010. This event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files received. Results conclusion: the reported behaviour resulted from a discrepancy between the crc value and functioning parameters stored into the device (some of the parameters values were wrong). The origin of this alteration could not be identified with certainty. Nevertheless, there was no impact on the device operations since all functioning parameters were corrected by the programmer during device interrogation. (B)(4). The warning message "invalid calibration constants" was displayed upon interrogation on (B)(6) 2009 because a mismatch was found between specific configuration registers in the implant memory and their associated error detection and correction code (crc). Upon interrogation, the different calibration values stored in the device memory were checked; one (or more) bit value(s) were found incorrect in some memory locations, which led to an update of these values through the programmer and triggered the above mentioned warning, as specified. The origin of this incorrect value(s) remains unk; however, this was not a permanent behavior of the implanted ICD.